Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bottom teeth are loose. They have trouble eating because they can feel their teeth wiggle. They have to keep wearing the aligners all day because their teeth shifts due to being so loose.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.